Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloon were attempted to be used in the esophagus during an esophageal dilation procedure performed on an unknown date. During procedure, the balloon was observed to be leaking and was found to have small holes. The same problem was also encountered with the second cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient's examination time was slightly longer.